Event description:
Patient reported after injection with "juvederm" in the nasolabial folds, it "felt like a noodle going toward the eye, it was hard," and they had swelling near the corner of the eye. Patient applied a warm compress which helped the symptoms become softer and could no longer be felt, but the patient has had consistent swelling ever since then. One physician the patient saw, thought it was an "enlarged pore." Patient was treated with a "mild injection of cortisone" an unspecified amount of time after the injection. The symptoms are on going.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of feeling like "a noodle going toward the eye," "hard," swelling, and an "enlarged pore" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.